Event description:
On (B)(6) 2012, the pt reported that in (B)(6), he had a reaction to novalog insulin. While reusing novalog, for 2-3 weeks, he was unable to control his blood glucose levels and continued to have lows. On (B)(6) 2012, he was playing gold and felt his blood glucose level was low. He was seeing double. He treated himself by eating food. Later he felt fine and his blood glucose was 125 mg/dl before bed. His normal range is 100-120 mg/dl. He ate ice cream and went to bed at 9:00 pm. At 2:00 am he was snoring and his wife could not wake him up. She called 911. He stated the paramedics gave him a shot of "125" which he says is stronger than glucagon. He was taken to the emergency room. His blood glucose level was 15 mg/dl when the paramedics were at his house. While at the hospital he was given an IV and they did an EKG. He left the hosp four hours later. After that incident he began using humalog and has had no other issues. The infusion device is not being requested to be returned for eval at this time.